Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed numbness/stinging sensations from the axilla to wrist and tingling sensations in the thumb, index finger, and middle finger 2 weeks post miradry treatment. After a follow-up physical examination, the treating physician diagnosed the patient with sensory injury of the radial nerve. Medrol pack, ambien, and percocet were prescribed.